Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 30 mg/dl. The customer blood glucose values was 275 mg/dl at afternoon, when she woke up it was 189 mg/dl and dropped to 30 mg/dl. The blood glucose level was 267 mg/dl and it went down to 39 mg/dl and current value was 108 mg/dl. The customer was treated with food for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Drive support cap was normal. The insulin pump will not be returned for analysis.